Event description:
It was reported by the affiliate that the (2) devices were used during a thyroid procedure. It was reported the clips would not feed with the tim20 and tir20. The case was completed with another device and there was no consequences to the patient.